Event description:
About four months ago, we experienced an auto-fill failure on an iabp (cs300) while it was in use in the ICU on a st segment elevated myocardial infarction (stemi) patient. The catheter and console had been in use for three days without incident and the medical team had begun weaning the patient off the console. This is when the auto-fill error was noted. The patient was hemodynamically stable and physician made the decision to discontinue the catheter/console at the bedside. The pump was removed from service and evaluated by biomed and the maquet engineers. No issues could be found and no auto-fill errors could be reproduced. About a week ago, we again experienced an auto-fill failure on the same pump (cs300) while it was in use in the ICU on a stemi patient who had undergone an angiogram and emergent coronary artery bypass graft (CABG) surgery. The console had been in use for two days without incident and the medical team had begun weaning the patient off the console. This is when the auto-fill error began. The nurses were only able to clear the error and stop the alarm by turning the console off and then back on to re-set it. This error re-occurred approximately every two hours. Subsequently, the patient had the iabp catheter/console discontinued since his bp indicated that he would tolerate stopping the pump. The iabp has been removed from service and taken to biomed. Initial review of the console reproduced no auto-fill errors on the simulator and no issues with the helium tank or hose leaks. The helium tank had over 1800 psi. This iabp has now failed twice under the same scenario (2-3 days into use with an auto-fill error while the settings were being decreased to wean the patient) and it will be permanently removed from service. We will be contacting maquet to notify them of the repeat failure on this unit and our decision not to continue to use this unit for patient care. Manufacturer on-site evaluation notes the importance of monitoring the clear tubing on the exterior of the iabps for fluid build-up and to remove the fluid according to manufacturer guidelines.